Event description:
Procedure type: liver resection. According to the reporter: first firing was done on the portal with a purple cartridge, and the second firing was done for the treatment of the right hepatic artery. After the second firing, the jaws would not open and the device could not be removed from tissue. The device was removed by excising the proximal vessel additionally, but bleeding occurred from the cut end of vessel while the additional resection was performed and approximately 1000cc of transfusion was required. Pt is under observation. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).